Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Device history review for the complaint lot did not identify any issues. A review of tracking and trending for the alinity I stat high sensitive troponin-I reagent and complaint lot did not identify an increase in complaints for the complaint issue. The overall performance of the alinity I stat high sensitive troponin-I reagent was reviewed using field data from customers. The review of field data determined the median patient results are within the established limits and comparable to the historical reagent lot performance. Labeling was reviewed and was found to address the customer reported event. Based on the available information, no systemic issue or deficiency was identified for the alinity I stat high sensitive troponin-I reagent, lot number 72463ud00.

Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I and provided the following data: on (B)(6) 2025, sample ID (B)(6) initial result was 50.6 pg/ml and repeat result was 0.0 pg/ml patient information: 43-year-old male. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
This report is being filed on an international product, list number 08p13-37 that has a similar product distributed in the us, list number 4z21, with 510k/PMA/bla number k202525. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I and provided the following data: on (B)(6) 2025, sample ID (B)(6) initial result was 50.6 pg/ml and repeat result was 0.0 pg/ml patient information: 43-year-old male. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.